Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have not been given insulin properly. It was noted that the customer's blood glucose readings went up to 481 mg/dl and he did not receive any alerts. A high alert was noted. No further information reported.